Event description:
Health care professional reported that the punch made an extra tear on one side of the hole. It did not cut all the way around which caused a tear on the aorta. The punch was returned for analysis.